Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2025. The blood glucose level was high and was treated with automatic correction via smart guard.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: belgium.